Event description:
It was reported that the patient experienced a low blood glucose event with a recorded value of 70 mg/dl after the infusion site had fallen off and the ilet was disconnected; the device issued a low glucose alert, and the patient was assisted by a family member, though the specific treatment taken by the patient was unknown and emergency services were not called. Symptoms included confusion and fainting consistent with hypoglycemia. Outcomes included transient incapacity that required non-medical assistance, with blood glucose stabilizing thereafter. Investigation included complaint intake, collection of blood glucose event details, and review of device alert behavior. Investigation of this case revealed that the event occurred while the system was not delivering insulin due to a dislodged site, and no device malfunction was identified based on available information. It was concluded that the hypoglycemic event had an unclear cause relative to device performance given the disconnection from therapy and unknown treatment details. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.